Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and ua20 (position out of range) error messages" was confirmed during the functional testing and archive data review. The root cause for the reported complaint was due to the defective encoder gear box. Upon visual inspection, unrelated to the reported complaint, observed worn-out belt clip retainer. The belt clip retainer was replaced to remedy the problem. The autopulse platform is a reusable device and was manufactured in march, 2008 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to ua45 (not at "home" position after power-on/restart) error message. The archive data review showed occurrence of ua20 (position out of range) and ua45 error messages on the reported event date. Further review of the archive data showed occurrence of ua27 (encoder fault) error message on the reported event date. The encoder gear box was replaced to remedy the occurrence of ua20, ua27 and ua45 error messages. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any error or fault. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user tried to clear the error message, however, the platform displayed ua20 (position out of range) error message followed by ua45 error message. The user was unable to clear the error messages. No patient involvement.